Event description:
Customer reported, the length of the x-ray field exceeds that of the visible area by 3.2% of the sid. And/or the sum of both percentages is 5.3%. No patient injury was reported.

Manufacturer narrative:
Follow up # 1/supplemental report text-6/22/2010. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter displayed an inaccurately high result compared to another meter. The medical surveillance specialist (mss) reviewed the customer care advocate (cca) documentation and spoke with the patient on (B) (6), 2010 to classify this complaint. Prior to when the alleged meter issue began, the patient stated that she took her blood glucose with the subject meter at 8:17 am on (B) (6), 2010 and obtained a result of ¿45 mg/dl.¿ the patient did not report having any diabetic symptoms before or after testing. The patient stated that she took her usual scheduled medication that morning. The patient alleged that the product issue began on an unspecified time before 4:00 pm on (B) (6), 2010 when she tested her blood glucose on the subject meter and obtained a result of ¿500 mg/dl.¿ the patient was unable to state if she was feeling any diabetic symptoms prior to or after testing her blood glucose. The cca documented that the patient manages her diabetes with lisinopril and glyburide. The patient informed the mss that the reported oral medications were recently discontinued on (B) (6), 2010 and that she was unable to recall the dosages. The patient reported to the mss that her niece brought her to the emergency room (ER) a few minutes after she obtained the reported blood glucose result from the subject meter. The patient stated that she waited for about an hour in the lobby prior to being seen by a health care professional (hcp). The patient stated that she was feeling dizzy by time she was assessed by the hcp. The patient¿s blood glucose was reportedly tested on the ER meter and obtained a result of ¿40-42 mg/dl.¿ the patient stated that she did not attempt to test her blood sugar with the subject meter while at the ER. The patient reported that she was given an IV treatment. The patient reported that she was then admitted in the hospital on (B) (6) and was released by (B) (6), 2010. The patient was unable to recall the diagnosis for admission. During the troubleshooting session, the cca documented that the patient was using an approved sample site for testing her blood glucose with the subject meter. Per protocol, replacement meter and supplies were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, reportedly became dizzy, and required acute medical treatment from an hcp for a condition suggestive of severe hypoglycemia after the alleged meter issue began.